Event description:
Customer reported she experienced low blood glucose and her spouse called the paramedics. Customer stated that she declined to be taken to the hospital but the ambulance showed up. She does not remember too much. Blood glucose value was 35 mg/dl. She stated that it might have been caused by insulin over delivery. She was sweaty and mistook that for high blood glucose. She did not test to confirm and gave herself more insulin. She declined to troubleshoot. Customer was advised to suspend insulin delivery when that happens in the future. Most recent reading is 66 mg/dl; treated with orange juice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.